Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the device would not maintain pressure. The balloon was removed and a hole was noted in the balloon. A second device was opened and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.